Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that they were feeling pain and thought the device might have been broken. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for chronic low back pain. It was reported that the patient took a fall on their implantable neurostimulator (ins) about three weeks prior to the report and she was crying in pain. The patient stated that the ins got pushed way down in their hip and the pain was so bad that she could hardly walk. These symptoms were considered to be a sudden change. There were no further complications reported or anticipated.